Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of defib conductor distorted, blood in/on helix mechanism and damaged at implant.

Event description:
It was reported that during the implant the lead did not have good defibrillation thresholds. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.